Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had generated error code #111 and error code #112. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The stm replaced the coiled cable cord and the backplane to coiled cord cable then completed pm service. All safety, functionality, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number: (B)(6), which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had generated error code #111, and error code #112. There was no patient involvement, and no adverse event reported.